Event description:
It was reported that in jan 2010, the patient was experiencing pain in his lower back that was forcing him to walk with a limp. At his first office visit on (B)(6) 2010, the surgeon immediately recommended the patient undergo surgery. The patient underwent surgery consisting of a lumbar spinal fusion. The patient was implanted with rhbmp-2/acs. Within a week of the surgery, the patient was suffering from extreme pain due in part to complications of surgery.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.